Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. With some errors the system froze all functions, such as the audible beeper although the safety interlocks prevent x rays from being produced. The system was tested and found to be working as intended and placed back into service. Accidental xray exposure may have occurred. It is unlikely for a pt to be injured due to the add'l dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits.

Event description:
It was reported that the system 9900 continued to beep, indicating that xrays were being produced, after the handswitch was released. The system had to be powered down to stop the beeping. There was no adverse pt involvement reported. There was no pt info reported.